Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Cause was not known. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.